Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during a colonoscopy with lesion resection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip jammed and would not release from the catheter to deploy. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.